Event description:
During an rf procedure, the device displayed an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given local anesthetic when it was decided to cancel the procedure. No adverse consequences were reported as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires it.